Event description:
In 2007, the patient reported erratic blood glucose readings from 41-347 mg/dl for the last month with her normal range being about 100 mg/dl. During troubleshooting, the patient stated, she has changed all the accessories to her insulin infusion device including her infusion headset, tubing, batteries, and site. The patient stated, she does not allow her insulin to reach room temperature before use. She was advised to do so. The patient also said she had been having problems with a heelspur on her foot that will not heal. She stated her doctor is worried about it and she has been getting shots in her foot to try to treat it. She said she is not sure if the medication would effect her blood glucose and was encouraged to check with her doctor to find out. She stated, she is doing less physical activity because of her foot. On follow up, the patient stated the night of the call her blood glucose went up into the 300's mg/dl. She said she was nauseated, tired, shaky and sweaty. She stated she went to the local hospital emergency room where they took her off the infusion device and she stayed overnight. She said her physician advised her to stay off of the infusion device for now and to use insulin injection therapy. The patient stated her readings have returned to normal. She stated she thinks bad insulin or poor insulin absorption is the problem not the infusion device. She stated she has never had good control of her readings and, even with the infusion device, still had to use injections occasionally to regulate her blood glucose. A replacement device was offered to the patient, but she stated she would prefer to wait to see if her doctor lets her return to pump therapy. The patient stated she would return her current infusion device for evaluation.